Event description:
It was reported the right atrial (ra) lead was explanted due to a product performance issue. There were no adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported the right atrial (ra) lead was explanted due to a product performance issue. There were no adverse patient effects reported. Additional information was received that confirmed the lead exhibited high impedance and intermittent loss of capture. During lead extraction, the patient experienced a complete av block for which CPR was administered. The physician successfully implanted a new rv lead at which the rhythm returned. It was believed the lead had a possible fracture near the clavicle. There were no additional adverse patient effects reported.